Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The delivery system was returned with the stent being partially crimped underneath the outer shaft which has been retracted by about 38 mm. The stent has fractured. About 14 mm of the stent are protruding from the outer shaft. The distal stent fragment was not returned. The proximal stent markers, the proximal stent stopper and the proximal end of the inner shaft show signs of compression. The handle was returned disassembled with five parts of the assembly missing. The outer shaft has fractured inside the handle. The fracture sites are plastically deformed which is indicative for an overload fracture. The findings indicate that the stent was blocked and pulled against the proximal stent stopper when the outer shaft was retracted. The blockage of the stent was most likely related to uncommonly high friction between the stent and the retractable outer shaft. Review of the production documentation verified that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be identified. The final root cause for the reported event could not be determined. It should be noted that the IFU states that the pulsar-18 self-expanding stent system is indicated for use in patients with atherosclerotic disease of the femoral and infrapopliteal arteries.

Event description:
Pulsar-18 peripheral self-expandable stent system was selected for treatment of a moderately calcified lesion (85 percent stenosis degree) in the moderately tortuous iliac artery. After pre-dilatation and lesion crossing, it was not possible to release the stent even with the secondary release. The device was withdrawn, and another device was used to finish the procedure.